Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not emit an alarm when the cartridge was empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that the total daily dose records were inconsistent due to power interruptions; no empty cartridge warnings were observed. Battery and cartridge caps were not returned; therefore, test caps were used to complete investigation. No damage was found to the pump casing. During testing, the rewind, load, and prime steps were completed successfully. The pump was exercised for 24 hours and the pump accurately displayed the delivery totals. A cartridge with 100 units was loaded and correctly displayed by the pump. Empty and low cartridge simulations were performed, and the pump emitted the appropriate low cartridge warning and empty cartridge alarm. No defect was found.